Event description:
It was reported that the device would not operate on battery power and that all the icons were displayed on the device. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio examined the on/off flex cable and on/off circuitry on both pcbs, they were ok. The chamber was tested and it passed. The root cause of the reported failure could not be determined. The customer received a replacement device.